Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the network connection from detector to the mobile view station (mvs) pc was not established. Connections were checked and cleaned (at imaging system breakout panel - detector communication connector - rj45). Communication was established afterwards. System functions were checked. Remark: imaging system breakout panel to be replaced - a small metallic part from a rj-45 contact line made contact with the line beside. Cleaning brought functionality back, but metallic part could not removed totally. The breakout panel was replaced and the issue was resolved. The damaged part has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system showed no communication between the mobile view station (mvs) and the image acquisition system (ias). There was no patient present when this issue was identified.